Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 24 years 2 months post implant of this bioprosthetic aortic valve conduit was replaced valve-in-valve due to severe aortic insufficiency and stenosis. No additional adverse patient effects were reported.

Manufacturer narrative:
Date of event corrected. If information is provided in the future, a supplemental report will be issued.